Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation confirmed the reported complaint and review of the logs revealed a total power failure alarm. The battery was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient harm or injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the battery error message and total power failure alarm were due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient harm or injury reported as a result of this incident.